Event description:
End of kyphoplasty procedure handle of 11 gauge verteport cement cannula broke leaving metal delivery catheter in vertebral body l1. Sterile pliers used for removal. Patient was informed of difficult cannula removal. No other complication.